Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call placed to technical services on 03/29/2018 started that this lead exhibited >200 ohm shock impedance value. It was noted that its triad was greater than 200 ohms and the individual vector breakdown seemed to show rv to device was ranging from 146-176 ohms. Spike in shock impedance started (B)(6) 2018. Serial shock impedances showed out of range measurements when isometrics were done. The following physician was dr. Jeffrey (B)(6) at (B)(6) general medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).